Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited an episode of an unspecified oversensing event on (B)(6) 2019. The patient had an alert transmission on (B)(6) 2019 and the episodes on that transmission were present on a transmission on (B)(6) 2019. There were no new events between the two transmissions. It was believed the alert transmission issue was due to a transmitter upgrade. Intervention was discussed. The patient would be monitored for new episodes before intervention would be performed. The patient was fine.